Manufacturer narrative:
Conclusion: no faults detectable. Additional information received on (B)(6) 2008. Addendum provided by physician: on (B)(6) 2006, the female had been treated with 2.8 ml poly-l-lactic acid diluted in 6 ml distilled water; treatment was repeated on (B)(6) 2007 with 1.2 ml diluted in 6 ml distilled water, location: glabella line, nasolabial, and corner of mouth. By (B)(6) 2008 the patient detected a formation of nodules at the whole injection area. This event was confirmed by the physician on (B)(6) 2008. Corrective treatment included triamcinolone 10 mg diluted with 4 ml nacl. Outcome on the date of report: ongoing.

Event description:
(B)(4). Initial report: this case was reported by a physician and involves a (B)(6) female. From (B)(6) 2006 until (B)(6) 2007 she had been treated with poly-l-lactic acid (sculptra, diluted with 7 ml distilled water, location glabella line, nasolabial, and corner of mouth). In (B)(6) 2008, a formation of nodules at the whole injection area was detected. Corrective treatment included triamcinolone (10 mg diluted with 4m nacl). Outcome: ongoing. Additional information received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable.